Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad did not charge the ilet when used with the original factory cord, and charging resumed after the user replaced the cord; the user requested a replacement charging pad and agreed to return the faulty cord and pad. Symptoms included no clinical symptoms. Outcomes included no impact on health. Investigation included customer service troubleshooting and device replacement logistics. Investigation of this case revealed that the reported issue was a charging failure associated with the charging pad and cord, consistent with a nonperforming external power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction of the charging accessory.